Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Upon electrogram (egm) review, there was no evidence of noise and rv pace impedance measurements were within normal limits. Technical services (ts) reviewed troubleshooting options and possible causes. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Upon electrogram (egm) review, there was no evidence of noise and rv pace impedance measurements were within normal limits. Technical services (ts) reviewed troubleshooting options and possible causes. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to d6a: implant date corrected from (B)(6) 2020 to (B)(6) 2020.